Manufacturer narrative:
(B)(4). Additional concomitant medical products: 00840004415, humeral component plasma sprayed size 4 150 mm length, 63229436; 00840009000, humeral screw kit 2 humeral screws, 63807803; 00840009400, articulation kit size 4 1 axle pin, 1 humeral bearing a, 2 ulnar bearings b sterile product, 63760999. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Patient not revised.

Event description:
It has been reported that patient had initial elbow arthroplasty procedure. Subsequently within three (3) months from the initial procedure, patient suffered from increasing pain and was found to have a peri-prosthetic fracture of the olecranon through a previous cyst the patient had. The fracture was repaired. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. UDI # (B)(4). Reported event was confirmed by review of the operative report. As per operative notes, the patient is known to have severe rheumatoid arthritis which creates an inflammation within the joint, placing extra pressure around the bones and prosthesis. Also, upon examination of patient's ulnar and humeral prosthesis through range of motion and these were stable, no signs of loosening.the patient also had a cyst within the joint that the surgeon notes was excised in the initial surgery but called it preexisting in the revision. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.